Event description:
All numbers were acceptable at implant, then two days post-implant the lead demonstrated non-capture at 8.4v and lack of sensing. Performed lead reposition and achieved good pacing and sensing, but then the lead again showed non-capture and poor sensing prior to ending the procedure, and the lead was replaced. Lead had not moved and the helix was extended. After removal, the lead retracted the helix by itself.